Manufacturer narrative:
(B)(4).

Event description:
It was reported "extension line set connection broke at the moment of taking off the catheter from the patient after the successfull treatment. No leaks during the treatment and the patient never had involved or compromised on bad function" no pateient harm or injury reported. The patient's current condition is reported as "fine".

Event description:
It was reported "extension line set connection broke at the moment of taking off the catheter from the patient after the successful treatment. No leaks during the treatment and the patient never had involved or compromised on bad function" no patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "extension line set connection broke" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: UDI number unavailable as complainant did not report a lot number.